Manufacturer narrative:
The reported event of clavicle crush was not confirmed, while the reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Final analysis found intermittent shorting between conductors. The cause of insulation damage was consistent with procedural damage. No other anomalies were found.

Event description:
Related manufacture reference number: 2017865-2021-35982. Related manufacture reference number: 2017865-2021-35991. Related manufacture reference number: 2017865-2021-35992. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that right ventricular lead (rv lead) exhibited noise and high impedance. Stored events showed episodes of loss of capture and oversensing of the rv lead. Patient was admitted for lead revision, as they were symptomatic of bradycardia. Prior to procedure, it was decided to electively replace the patient's advisory device. During procedure, it was also decided to explant the atrial lead due to insulation damage observed during procedure. The device, atrial lead, and rv lead were explanted and replaced on (B)(6) 2021. Post procedure, examination of device showcased clavicle crush on atrial and rv lead. On (B)(6) 2021, the replacement rv lead was found dislodged. No procedures were performed to address the dislodgement. The patient was in stable condition.